Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). (B)(4) is a 3rd party who provides (B)(6) with the clean flash device. Baxter us does not sell or distribute a similar product in the us that is made by (B)(4).

Event description:
A customer contacted baxter's global technical service center to report that when the uv-flash compact device was turned on, visible smoke appeared from the machine near the power cord and the screen was blank. No further information was available. The device was available and requested for evaluation. This was not discovered during patient use. No patient injury has been reported by the customer.